Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0bjs5, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0bjs5, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient experienced a an infection. Specifically, the area around the implantable neurostimulator (ins) battery site was enlarged and turning red. The patient noticed the area became ¿puffy¿ on tuesday ((B)(6), 2013) and was keeping an eye on it since. Follow up information received from the patient on (B)(6), 2014 reported that they had no concerns with their device therapy. If additional information is received, a follow up report will be sent.